Event description:
A non-health care professional reported that after 1 week surgery, the patient experienced feeling of being punched in the eye and is worse as the day progression like bruised. Light is very really painful and red can see disco lights temporal. Can see the edge of the implant and very blurry. Patient also had post operative (po) laser-assisted in-situ keratomileusis (lasik)surgery and they have planned for explant. Additional information has received it states that the patient had cataract surgery and unhappy with va (visual acuity). At one week po, patient was myopic at -1.25 could not correct to clear 20/20, took that into consideration with new lens power, replaced the company lens with non company lens following the secondary implant procedure after this now she is +0.75 (aimed to correct to -1.00), no longer has distortion from lights. Additional information has received it states that the patient and clinical reason for explant mentioned as steaks of light and blurry vision.

Manufacturer narrative:
The lens was returned submerged in a small vial of clear liquid. The lens was removed from the liquid and allowed to air dry completely prior to evaluation. The residue of dried viscoelastic was present on the lens. The lens was cleaned with klrp to further evaluate. A scratch was observed on the posterior optic rings. The anterior optic surface has an area of scratches and has a small gouge on the optic above the outer optic rings. Product history records were reviewed and the documentation indicated the product met release criteria. Information was provided that a qualified cartridge, handpiece, and viscoelastic were used. The root cause could not be determined for the reported complaint. The explanted lens was returned. The power and optical resolution of the explanted lens was verified. The lens met specification for a company lens with 23.0 diopter. Information was provided that the multifocal company toric (1.50 cyl) 23.0 diopter (add power 2.2/3.2 diopter) was removed and replaced with a non- company toric lens 21.5 diopter lens. Due to the exchange of a multifocal toric 23.0 diopter for a multifocal toric with a difference of 1.5 diopters, this suggests that the replacement lens lower diopter may have been an improved choice for the patient vision needs. The manufacturer internal reference number is: (B)(4).